Event description:
Complainant alleged that the device's screen turned completely green and was illegible. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the product and will be providing a follow-up report when our investigation is completed.